Manufacturer narrative:
The investigation determined that imprecise vitros amon patient and quality control results were obtained while using the vitros 5600 integrated system. Results of precision testing demonstrated that the vitros 5600 integrated system was not performing as expected at the time of the event. An ocd field engineer performed incubator cleaning and replaced the evaporation caps and reference slides. Acceptable vitros amon quality control performance was observed following completion of these service actions. There was no evidence to suggest a malfunction of the vitros amon reagent. The root cause of this event is most likely instrument related.

Event description:
The customer obtained imprecise vitros amon patient and quality control results while using the vitros 5600 integrated system. A higher than expected vitros amon patient result of 252.5 umol/l was obtained. The result was questioned as it did not match historical values for the patient, and an expected value of 200.0 umol/l was obtained upon repeat analysis. In addition, a lower than expected vitros amon quality control result of 187.8 umol/l was obtained from the biorad level 3 fluid versus the expected value of 248.3 umol/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The higher than expected patient result was not reported out of the laboratory. There was no report of patient harm as a result of this event. (B)(4).